Event description:
It was reported that the device resets, exhibits a locked-up condition and is inoperable. There was no pt involved with the reported incident.

Manufacturer narrative:
Physio-control evaluated the device and observed that it locked up after power-on and would not operate. Physio replaced the system controller pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.